Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 36237101; delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 37491301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the revised devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient was experiencing pain and high cocr levels were detected. An MRI revealed tissue necrosis."